Event description:
A physician reported a pt who was treated on 9/19/97 into the upper and lower vermillion borders. No significant events were noted during the treatment session. That evening, the pt experienced pain, minor swelling, and bruising in the upper left vermilion border. No other areas or test sites were affected. On 9/18/97 the nurse examined the affected area and prescribed ice, elevation, and advil. The area had become increasingly painful, ischemic, and had formed blisters. The physician diagnosed the event as a necrosis, and prescribed lortab, duricef, and bactroban. On 9/19/97, the physician noted bruising at the left upper lip, and the pt reported pain in his teeth. The whole quadrant of the lip was bruised, bluish and pink in color. On 9/23/97, the pts symptoms had not significantly improved, and the physician prescribed topical xylocaine jelly for the pain and oral aspirin as an anticoagulant. Pictures taken on 9/24/97 showed an ulceration extending from the upper left vermilion border to the inner mucosal surface.